Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient would experience a loss of therapy while in a sitting position. In addition, the patient would have more tightness after sitting, was having more issues with cramps, and was having to wear a belt around her stomach more often. It was indicated that the patient didn¿t need an increase in medication and felt much better while in a standing position. The patient felt that the pump was not delivering medication the way it did while she was standing or laying down. The issue reportedly began in the prior couple of months after she had lost weight. It was also reported that two parts of the pump were not ¿tacted¿. The pump would turn up sometimes; the patient wore a belt to keep it in position. At the time of report, the pump was hitting the patient¿s right hip. Her healthcare provider (hcp) was aware of the pump¿s position and was to meet with the patient on the following day to discuss it further. It was noted that the pump was due for replacement in april or may. The device system was used to deliver lioresal.